Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 561 mg/dl. The customer reported a no delivery alarm. The customer had no symptoms. The customer did treat the high blood glucose level with a manual injection. The customer stated that they resolved the no delivery alarm by changing the infusion set and reservoir. The insulin pump will not be returned for analysis.